Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced reagent probe b and a bent sample probe to resolve the issue. The primary cause was not identified. (B)(4).

Event description:
On (B)(6) 2015, the unicel dxc 600 pro synchron system generated false low glucose (gluh, cartridge chemistry) results on one (1) patient sample. The result was not reported outside of the lab. There was no impact to patient treatment. The customer stated quality controls (qc) was run before and after the event and the results were within ranges. This MDR references the event occurring on (B)(6) 2015. Please refer to: 2050012-2015-00440 for the event occurring on (B)(6) 2015; 2050012-2015-00442 for the event occurring on (B)(6) 2015; 2050012-2015-00443 for the event occurring on (B)(6) 2015.